Event description:
It was reported that during a procedure of the moderately tortuous circumflex artery while treating the ostial lesion the whisper extra support (es) guide wire was positioned in the circumflex artery and a second whisper es guide wire was positioned in the left anterior descending (lad) artery; both without issue. After stent deployment and post-dilatation was performed, a slight vessel perforation and pericardiocentesis bleeding was noted and the whisper es guide wire located in the circumflex artery had become detached and remained in the vessel. The guide wire fragment was removed using a snare device. Medical intervention with protamin was given and the patient was reported as stable and remained in the cath lab. There was a reported clinically significant prolonged procedure time. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight rounded; (B)(6). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.